Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the hospital for evaluation after a shocks episode. The health care professional (hcp) called technical services (ts) for consult review of the stored data. Upon review, the presenting electrogram (egm) showed that the device had recorded multiple arrhythmia episodes. One of the episodes showed that the device had delivered five bursts of anti- tachycardia pacing (atp) and six shocks. It was noted that during the delivery of the last shock, code 1005 alert indicating an open circuit condition was recorded. The cause was found to be due to high out of range shock impedances were detected on the right ventricular (rv) lead. It was also determined that the therapy was inappropriate due to patient being in an atrial driven arrhythmia with possible rapid ventricular response (rvr). The therapy did not convert the rhythm. Ts discussed possible causes and recommended for device and lead replacements. The rv lead is a non-(B)(6) lead. No additional adverse patient effects were reported. At this time, this ICD and non-(B)(6) rv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).